Event description:
See initial report.

Manufacturer narrative:
H10: based on findings, the reported condition had been caused by a loose connection of a plug in connector on the ac mains board which was solved by reseating the connector.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6), united states. A livanova field service representative was dispatched to the facility to investigate the device and found a plug loose on the ac mains board. The plug was put back in place an the issue could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message. The affected circuit, if cardioplegia or patient, is unknown thus a malfunction of the stirrer motor on the patient side cannot be excluded. There was no patient involvement.